Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.